Event description:
The patient had 2 leads (from the same lot) implanted as part of his axium neurostimulator system. It was reported the patient presented to the emergency room (ER) as his leads were exposed out of the skin. Patient indicated the leads were pulled out as he was removing his shirt and were causing constant overstimulation. The ER turned off stimulation at which time the overstimulation ceased. Patient's physician later explanted the system.